Manufacturer narrative:
Concomitant medical products: product ID; 3889-28, lot# va0ul4v, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated the patient fell on her backside and when she fell she disconnected the ins from the leads, so she had her device replaced. Caller stated the patient is very thin and so device disconnected very easily. Revision occurred on (B)(6) 2018. There were no further complications reported.